Event description:
Boston scientific received information that this patient was hospitalized due to a recent episode of syncope. No information could be obtained from the patient or a boston scientific field representative about the reason for the syncope, however, the patient did note that when the device and leads were checked in the hospital, everything was fine and the programming was slightly changed. The patient also noted that around the time of the event, he had changed his medication and his pulse dropped to 40 beats per minute. No adverse patient effects other than the syncope were reported.

Manufacturer narrative:
With current information, the device remains in service. No further information is available. This report will be updated if more information becomes available.